Event description:
In 2008, it was reported to boston scientific corporation that an interject injection therapy needle catheter device was during a colonoscopy procedure. According to the complainant, during the procedure, "the needle failed to deploy out of its sheath." Reportedly, the procedure was completed with another interject injection therapy needle device. No patient complications were reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned device revealed a kink in the outer extrusion, present only on one side. A functional evaluation noted that the needle extends and retracts without issue; the reported malfunction is not confirmed. A review of the device history record for the pertinent lot was performed; no anomalies were noted. A search of the complaint database did not identify any additional similar complaints reported for the same lot. The july 2008, 15-month interject sclerotherapy needles product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.